Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a 10mm amplatzer septal occluder was chosen for implantation utilizing a 7f amplatzer delivery system. When attempting to implanted, the occluder deformed into a cobra shape. Troubleshooting was performed including placing in heated saline, but the deformation did not resolved. A replacement 11mm amplatzer septal occluder was used to complete the procedure. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was not confirmed via returned device analysis. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine the cause of the reported device deformity. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Codes removed: type of investigation: 4117 device not accessible for testing. Investigation findings: 3221 no findings available. Investigation conclusions: 4315 cause not established.